Event description:
It was reported that the physician had incorrectly performed a bridge bolus. It was indicated that the physician had added prialt to the pump but did not update the concentration. It was noted that the physician wanted to stop the bridge bolus as it was just updated within 2 minutes of this report. It was stated that the physician had went back in to put in the proper concentrations of the other drugs. There were no patient symptoms reported. The outcome of the patient was not provided. The drugs delivered via pump, including prialt were sufentanil, clonidine, and bupivacaine. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8590-9 lot# n258008, implanted: 2012 (B)(6), product type accessory. (B)(4).